Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from october 21, 2019 - october 22, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor (5ml/hour) leaked from an unspecified location. This issue was discovered prior to patient use. It was further reported the sealed bag the pump was packaged in was wet (on the inside); both ports were sealed with the manufacturer seal. The device was filled with chemotherapy solution. There was no patient involvement. No additional information is available.